Manufacturer narrative:
Exemption number: 1997036. Total number of events being summarized: 201 internal reference number for representative report: (B)(4). The investigation of the adverse events summarized in this report did not conclude any product problem with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the events confirmed that the failure rates are below the acceptance criteria based on scientific literature. No remedial action was therefore necessary.

Event description:
This report summarizes 201 reported events. It includes known events such as a malposition or fracture of the dental implant during insertion. The age range of the included events is: 19 to 85 years (average: 58 years). The gender breakdown is: 113 male, 80 female and 8 unknown.